Event description:
A fibered idc coil was used with a renegade catheter for therapeutic purposes. During the procedure, the coil would not take shape after delivery and the whole system had to be removed. The procedure was suspended as a result. There were no complications or intervention reported with this event.

Manufacturer narrative:
The device will not be returned for eval. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures. (B)(4).